Event description:
The pt was showing signs of "acute withdrawal." There was "no deliverance of drugs" by the pump after an implant duration of 45 mos. A bolus was attempted with no reaction. A purge was attempted with no reaction. The pump was explanted and replaced and returned to the MFR for analysis. The pt was reported to be okay after the pump replacement surgery. A follow up report will be sent when add'l info is received.